Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient¿s implantable cardiac monitor (icm) showed false pause episodes due to under-sensing. Programming changes were made to the icm to resolve the anomaly. The patient was in stable condition.